Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v000798, implanted: (B)(6) 2005, product type lead. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4), ubd: 16-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's stimulator was removed and the leads remained implanted. The patient stated the device was removed because it failed to charge around 2012. No symptoms were reported. No further complications were reported or anticipated.